Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 8 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra (s3u) valve in the native aortic position, the valve failed due to halt (hypoattenuated leaflet thickening) caused by calcification. The patient was symptomatic with shortness of breath. Asa result, a valve-in-valve procedure was performed using a 23mm sapien 3 ultra resilia (s3ur) valve. The s3ur valve was deployed using approximately 20cc of contrast medium. Due to under-expansion, it was decided to post dilate the valve with a 23mm non-edwards balloon using 20cc of contrast medium. During dilation, the balloon burst and a portion of the balloon (with markers) separated in the ascending aorta. When attempting to remove the balloon from the 14fr esheath+, there was resistance. After the balloon was removed from the patient's body through the esheath+, a subsequent fluoroscopy showed the markers of the balloon still in the ascending aorta, right above the newly deployed s3ur valve. The operating team attempted to snare the balloon piece and the s3ur valve accidentally became caught by the snare, causing it to embolize into the ascending aorta. The s3ur valve was then deployed in the ascending aorta. A second system was prepped and a second 23mm s3ur valve was successfully implanted in the original s3u valve. Ultimately, the separated balloon piece was able to be retrieved and removed from the patient via snaring technique. The patient remained stable throughout the valve-in-valve procedure.

Manufacturer narrative:
Primary unique device identification (UDI) number: (B)(4). The investigation is ongoing.